Event description:
The customer stated that his blood glucose readings had been higher than usual with his breeze meter. He tested his glucose using a one touch meter and received a reading of 90 mg/dl. He then tested using his breeze meter and received a reading that was more than twice as high as the first reading (no actual value provided). If the breeze meter read 205 mg/dl or higher, the difference between the readings would fall in the "c" zone of parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.